Manufacturer narrative:
The sample was collected via vacutainer in bd hemogard 4ml tube. The specimen was stored at room temperature before processing. Qc was run before and after the event and recovered within range. Customer was referred to applications specialist for additional support. No additional service information was provided for this event. Platelet clumps in the initial sample were identified via manual smear and the customer confirmed that the sample was clotted. Per customer, the new sample contained no clots. Root cause of this event is most likely attributed to the clotted sample.

Event description:
The customer states that coulter lh750 instrument generated an erroneously low platelet (plt) result on a patient specimen without any instrument generated flags for a clotted patient sample. A manual smear review was requested because the instrument result differed from previous result. A new sample collected from the patient and previous sample gave higher plt results. The results were reported out of the lab, but the operator identified the erroneous result shortly after the result was released. There were no death or injury and no reports of effect to patient treatment were received in connection with this event.